Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was explanted due to fc1003, indicative of battery voltage too low for the projected remaining capacity, and was successfully replaced. No additional adverse patient effects were reported.